Event description:
It was reported that the device exhibited slow telemetry, telemetry lockout, noise, and a marker anomaly. No intervention has been performed at this time. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.